Event description:
It was reported in a service report that the foot right siderail had a broken weld at the pivot arm. No adverse consequences were reported. No injury reported.

Manufacturer narrative:
Result: weld.